Event description:
Ventilator began alarming with error message "device malfunction-ac power loss". Other patient care equipment was still functioning. Rn at bedside. Patient bagged and ventilator exchanged without patient harm.